Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about liquid leakage. When the customer connected a protector to a 5fu vial and tried to draw saline into a syringe, but they noticed that there was a little liquid coming from the connection between the protector and the vial. Additional information from customer: lot number is unknown. And if they attach the protector manually or using the m12 assembly fixture. Customer used the m12 assembly fixture.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was returned to our quality team for investigation. The product was inspected, no damage was observed on the protector, however, it was identified the needle of the protector pierced the vial stopper off center. Functional testing was performed and no leakage between the protector and vial was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. It is possible the reported leak occurred due to the needle piercing the vial off center. Given we did not observe any leakage during our testing, we cannot verify this to be true for the reported incident, therefore a definitive root cause cannot be established at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.